Manufacturer narrative:
Section a4, a5, a6: information unknown/not provided. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: telephone number: (B)(6). The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation on the patient's left eye, a preloaded monofocal intraocular lens (iol) was scratched. The surgeon felt the patient will have no visual impact since it was on the periphery of the lens, therefore, the lens remains implanted. The daily activities are not significantly affected. T he patient has fully recovered. No further information was provided.